Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Mmi review: x-ray exam of the left knee show fracture of the tibial component. It is possible that mildly off center placement of the tibial component with mild lateral overhang of the tibial plate, lack of posterior tibial components slope may have altered stress on the tibial component contributing to fracture. Osteopenia may also have contributed to this event. However, no definite loosening of arthroplasty components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard knee tibial. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09801, 0001825034 - 2017 - 09802.

Event description:
It was reported that patient underwent revision due to pain and loosening.